Event description:
A malfunction alarm with code malf 12 was reported, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump prior to calling tandem technical support, and after resetting, the malfunction did not recur. The customer was advised that they could continue using the pump, and no further corrective actions were required.